Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The manufacturer's field service engineer (fse) discovered during trouble shooting, extended self test (est) failed o2 sensor test and out of spec on pressure relief valve. The fse replaced o2 sensor and adjusted prv. Unit is ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported low o2 alarm. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.